Manufacturer narrative:
The failed device was returned but not located and received through the exchange program to philips .

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported "no audible sound" . The device was not in use on a patient.